Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery several times. While troubleshooting, the insulin pump alarmed no delivery during manual prime. The alarm might have been caused by an infusion set and reservoir occlusion. The customer was unable to exit the prime process. Customer's blood glucose level was 254 mg/dl. The device was not returned.